Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an initial implant procedure. Upon positioning the right atrial lead, the physician noted sub-optimal sensitivity. The physician exchanged the lead during procedure on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52.4 cm with the helix partially retracted and clogged with blood/tissue. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events of sensing issue and p-wave amplitude variation were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right atrial lead exhibited sub-optimal sensitivity in regards to p-wave amplitudes and was exchanged as a result.